Event description:
The event is reported as: the jaw is broken. Defect found during use. Unk what procedure it was used for. No medical intervention of pt injury reported.

Manufacturer narrative:
The sample device was requested for eval. The results of the investigation are not available at the time of this report.